Event description:
My complaint is on the reli on glucose testing strips. I am a type 2 diabetic and use these test strips just to keep an eye on where my glucose levels are. And on several occasions, I have gotten different results by a wide margin. On several occasions I have gotten readings that where higher then I thought. Just recently I tested and got a reading of 190 and tested again about 30 seconds later in the same finger and that reading was 140. While I do not need to use these readings to adjust my medication because I take metformin. My concern is the people that do use these strips to make adjustment to medication they administer to themselves is that they could be over or under dosing themselves. Relion prime blood glucose test strips, 100 count from walmart.